Manufacturer narrative:
Section a - patient information was not provided. Section b3 - the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a video of a "less severe event" where the inflow cannula bounced and it low flowed. It looked like a suction event and reversal flow was not seen.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a low flow alarm was confirmed via the provided video file and via the provided photo. A video was provided which showed the motor and pump operating. The inflow cannula was observed to ¿bounce,¿ and an alarm occurred at this time. Although the alarm¿s description was not seen within the video, the alarm was reported to have been a low flow alarm, and the alarm resolved within a few seconds within the provided video. A photo was also provided which displayed the mag monitor, and the flow value was observed to have dropped twice within the observable data which could have correlated to the low flow alarm. The centrimag console (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the centrimag console was not provided. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.